Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (5 mg/ml at 1.12 mg/day) via an implanted pump. The indication for pump use was spinal pain. The hcp reported that today he updated the patient¿s pump and an error code of 243 was seen. It was reviewed that it was a pump memory error. Per the hcp, he was able to update the patient¿s pump after he saw the error code. It was reviewed that the best way to confirm if the issue was resolved was to recheck the pump after the update after which the hcp stated that the patient had already left so he had no way of rechecking it today. Per the hcp, the patient would be back in a few weeks for a refill and he would double check to ensure the pump memory error was resolved.